Event description:
Caller states the pt tested 7.6 inr on the coagucheck xs system and 4.0 inr on a comparison lab. No treatment info provided. Requested return of suspect system and replacement was sent.